Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the reported event was reproduced, the error 42-0002 triggered at start up. The flat cable connection from the downstream pressure cable to the main board came loose. The cable was reconnected to solve the issue. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: · error 42-0002 downstream pressure sensor. Repeatable with different solution set changeouts ( volumat line vl pr42-11 ) · ocs test failure, all steps. Repeat set installs failing. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.